Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system screens had lines on it and they were not able to view images. This can cause the system to become unusable to do the inability to view the live image. There is no report of injury or death.